Manufacturer narrative:
Additional information h6: evaluation codes were added. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The event occurred 2-3 weeks prior to receipt date of this report. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This occurred during an unknown cycle of peritoneal dialysis. It was stated that the cassette was leaking from the tubing directly below the connecting port. There was no report of patient injury or medical intervention associated with this event. No additional information is available.